Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation codes: method: other - device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that during a catheter procedure the hemostasis valve broke at the rotator. The customer reported that this occurred twice. No harm or injury was reported. This is one of two reports for this (B)(4).